Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beep tones. Technical services (ts) reviewed the device memory and confirmed evidence of magnet application on two different dates. Ts recommended patient review their environment for magnets and prevent exposure to them. No adverse patient effects were reported. The device remains implanted and in service. Additional information received indicates that the patient is wearing a cardiomems device which measures the pulmonary artery pressure and heart rate though a sensor implanted in the pulmonary artery. The device would emit beep tones each time the patient interrogated this device.